Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and gluc3 glucose hk gen.3 on a cobas c 503 analytical unit. The initial sample results were questioned by a physician and the sample was repeated on a second analyzer. The repeat values were deemed correct. The sample initially resulted in a calcium value of 6.47 mg/dl and it repeated as 8.5 mg/dl. The sample initially resulted in a glucose value of 31.1 mg/dl with a data flag and it repeated as 86 mg/dl.

Manufacturer narrative:
The glucose reagent lot number was 672328 and the calcium reagent lot number was 690455. The reagent expiration dates were requested, but not provided. The last glucose and calcium reagent calibrations were ok and there were no alarms. Upon review of the alarm trace, an abnormal sample aspiration alarm occurred. This may be an indication of poor sample quality. The field service engineer determined the probe rinse was poor and the probe was dirty. The rinse volumes were adjusted and checked. The probe adjustments were checked and the probe was cleaned. Calibration and controls were successful. The investigation determined the service actions resolved the issue. H3 other text: na.